Manufacturer narrative:
Although it has been indicated that the used device was discarded and will not be returned to navilyst medical, the investigation into this event is ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by navilyst medical's distributor in korea, a patient's vaxcel pasv port was removed from the right chest 1.5 years after implantation due to a fractured catheter. The patient had received chemotherapy treatments for 6 months after the port's implantation in (B)(6) 2011, but no further treatments were given between (B)(6) 2012 and the removal date of (B)(6) 2014. The patient's current condition is "totally alright." The port was discarded by the hospital after removal, however a photo was provided of the device showing the fracture location in the catheter tubing.